Event description:
Customer reported a problem where the indicated battery charge of the pump dropped by 95% in a short time, leading to an unexpected shutdown. There was no information on the customer's blood glucose level at the event time. Technical support decided to replace the pump and provided necessary instructions for the return of the faulty device, as well as details about backup therapy and transportation.